Manufacturer narrative:
H11: the asp replaced the power management (pm) printed circuit board assembly (pcba) as a preventative measure to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device suddenly shut down during the treatment with external alarm activated. The patient treatment was interrupted, and mild desaturation was noted; however, there was no harm to the patient or user. No medical intervention provided to the patient noted. Also, they are seeking the advice whether this device would be continued in use safely. The authorized service provider (asp) evaluated the device and confirmed the reported problem. After reviewing the provided diagnostic report (drpt) indicate the unit gave a 1101 error code ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. If diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).